Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Section e1 phone number complete entry: (B)(6).

Event description:
The customer observed a falsely elevated alinity I free t4 for one patient. The customer noted a sample had an initial result of 20 ng/dl and when repeated on another analyzer the result was in normal range (reference range 7 to 14.8 ng/dl). There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated alinity I free t4 for one patient. The customer noted a sample had an initial result of 20 ng/dl and when repeated on another analyzer the result was in normal range (reference range 7 to 14.8 ng/dl). There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and performed multiple troubleshooting procedures including surface decontamination. The fsr resolved the issue by aligning and calibrating the slightly crooked wash zone lift mechanism. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity I processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the wash zone lift mechanism did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number (B)(6) or the wash zone lift mechanism.